Event description:
Additional information was received and states that: after investigation, the patient was a 61-year-old male who underwent total hip arthroplasty in hospital on (B)(6) 2024 due to "aseptic necrosis of the right femoral head". The surgeon implanted device of (B)(6) during the surgery. After the implantation, it was found that the position of liner deviated. The surgeon then adjusted through surgical tool (the specific process and product information used were unknown). During the adjustment, the edge of liner broke. The surgeon immediately removed the broken liner and replaced a new liner (the specific product information was unknown). The surgery continued. The subsequent surgery went smoothly. In this case, the surgery time was extended by 2.5 hours due to going to the warehouse to get a new liner product. There was no other harm to the patient as a result of the event. No subsequent adverse events were reported.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b5, h6 health effect medical device problem code. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Event description:
Additional information received: a. Was there a surgical delay? If yes, what is the duration of the delay? - yes, 2.5 hours. Since there is no replaceable material after the issue happened during surgery, the warehouse was far away, so it took a long time to fetch the replacement. B. Was there any adverse consequence to the patient relevant to this event? If yes, please kindly provide details. - no.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the surgery, the doctor found that the position deviated. The material was broken during the adjustment of the position. The doctor removed the broken acetabular cup system, prolonged the surgical treatment time, and increased the anxiety and tension of the patient and his family. The material was replaced with new material, and finally the surgery was successful. Doctors and nurses immediately reported this adverse event.